Event description:
It was reported that the patient underwent a posterior cervical decompression and fusion using rhbmp-2/acs and supplemented with lateral mass screw fixation (non-medtronic). The patient reportedly developed a collection of fluid under the muscle plane posteriorly that resulted in compression of the neural elements. The collection of fluid was treated on pod 4 and the patient improved initially, but ultimately the collection of fluid recurred. A second drainage was performed on pod 9, which recorded twenty ml of withdrawn fluid.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.